Event description:
It was reported that prior to use on a patient, there was a hole in the tyvek. No patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.